Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (Therapy date): (B)(6) 2017 and (B)(6) 2017. It is unknown on which of these dates the devices were implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent matrixrib procedures on (B)(6) 2017 and (B)(6) 2017 to repair multiple bilateral rib fractures due to a motor vehicle accident. On (B)(6) 2017, it was discovered via x-ray that one (1) titanium (ti) matrixrib universal plate-8 holes has come off of a rib and three (3) 2.9mm ti matrixrib locking screws have disengaged from the plate. There is no plan for a revision procedure, and no reported patient complaints related to this finding. Concomitant devices reported: ti matrixrib universal plate-8 holes (part #04.501.009, lot #unknown, quantity 6), 2.9mm ti matrixrib locking screw self-tapping/6mm (part #04.501.018.01, lot #unknown, quantity 40), 2.9mm ti matrixrib locking screw self-tapping/6mm (part #04.501.009.01, lot #unknown, quantity 6). This report is 4 of 4 for (B)(4).